Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The locator was returned mated with hemostasis sheath. The carrier tube assembly was returned along with the header bag. Visual inspection revealed that the arteriotomy locator and hemostasis sheath were returned properly mated. It was noticed that the locator was snapped on the sheath hub and alignment of the holes was confirmed. There was tissue debris found on the hemostasis sheath blood inlet holes. Microscopic visualization of the mated hemostasis sheath and arteriotomy locator revealed no anomalies surrounding the transition between the two components. The returned carrier tube was then examined, and it was found to be slightly bent. The deployment sleeve of the carrier tube was in full forward lock position with color bands concealed. No other visual anomalies were noted. Dimensional testing revealed that the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within manufacturer specifications. Functional testing was performed by inserting the sheath/locator assembly into a 6fr vessel model. The sheath/locator assembly was inserted into a vessel model. There was typical resistance encountered as the transition point was inserted through the subcutaneous part of the model. Insertion was continued and the assembly could be inserted with no additional rotation. No functional anomalies were noted. IFU states: ''note: when resistance is encountered at the anterior vessel wall during over-the-guidewire advancement of the angio-seal locator/insertion sheath assembly, rotate the assembly 90 degrees so the reference indicator is facing away from the user. This places the beveled tip of the insertion sheath perpendicular to the anterior vessel wall.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during a retrograde intervention using a 6fr sheath. Even by turning the angio-seal device dilator, it could not be inserted into the artery. In normal direction an insertion was not possible, even turning the dilator on the wire for pushing into the artery, it was not possible to push it into the artery. It was a right femoral artery puncture. The estimated blood loss was less than 250cc. The puncture site was closed with another angio-seal vip, and hemostasis was achieved. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. The patient was not suffering from obesity. There was no harm to the patient, and no patient consequences. A pre-deployment angiogram was performed. The patient's condition was stable. There were no other devices or equipment used with the reported product.